Manufacturer narrative:
Data was provided by a philips field service engineer (fse) for review by a philips product support engineer (pse). The patient information center ix (pic ix) central station audit log was reviewed by the pse. Per pic ix audit log, the bedside device alarmed properly on invasive blood pressure (ibp) (art low) at the time of the reported event. The pse noticed that there seemed to be a tendency to pause all alarms instead of acknowledging the active alarm. Pausing means no alarms at all for a 2 min period. (B)(6) 2025 09:03:27 b-04 pause: all alarms 8366, (B)(6) 2025 09:03:27 b-04 arts 64 <80 finished. 8366, (B)(6) 2025 09:02:44 the tone for the yellow alert sounds. Pic ix: pmz-vin-int, (B)(6) 2025 09:02:41 red alert siren sounds. Pic ix: pmz-vin-int, (B)(6) 2025 09:02:36 the tone for the yellow alert sounds. Pic ix: pmz-vin-int, (B)(6) 2025 09:02:34 red alert siren sounds. Pic ix: pmz-vin-int (B)(6) 2025 09:02:28 the tone for the yellow alert sounds. Pic ix: pmz-vin-int (B)(6) 2025 09:02:28 b-04 sector: arts 64 <80 generated at 09:02:27. Pic ix: pmz-vin-int (B)(6) 2025 09:02:27 b-04 arts 64 <80 generated at 09:02:27. 8366 (B)(6) 2025 09:02:27 b-04 all alarms fortsetzen 8366 (B)(6) 2025 09:00:53 the technical alarm tone has sounded. Pic ix: pmz-vin-int, (B)(6) 2025 09:00:52 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int, (B)(6) 2025 09:00:49 the tone for the yellow alert sounds. Pic ix: pmz-vin-int, (B)(6) 2025 09:00:30 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int, (B)(6) 2025 09:00:25 the technical alarm tone has sounded. Pic ix: pmz-vin-int, (B)(6) 2025 09:00:25 b-04 sector: arts 66 <80 finished. Pic ix: pmz-vin-int, (B)(6) 2025 09:00:24 b-04 arts 66 <80 finished. 8366 (B)(6) 2025 09:00:24 b-04 pause: all alarms 8366 19.12.2025 09:00:16 the tone for the yellow alert sounds. Pic ix: pmz-vin-int, (B)(6) 2025 09:00:16 b-04 sector: arts 66 <80 generated at 09:00:16. Pic ix: pmz-vin-int, (B)(6) 2025 09:00:16 b-04 all alarms continue 8366 (B)(6) 2025 09:00:16 b-04 arts 66 <80 generated at 09:00:16. 8366 (B)(6) 2025 08:59:55 the technical alarm tone has sounded. Pic ix: pmz-vin-int, (B)(6) 2025 08:58:14 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int, (B)(6) 2025 08:58:14 b-04 sector: arts 70 <80 finished. Pic ix: pmz-vin-int, (B)(6) 2025 08:58:13 b-04 pause: all alarms 8366 (B)(6) 2025 08:58:13 b-04 arts 70 <80 finished. 8366 (B)(6) 2025 08:55:51 the tone for the yellow alert sounds. Pic ix: pmz-vin-int, (B)(6) 2025 08:55:51 b-04 sector: arts 70 <80 generated at 08:55:50. Pic ix: pmz-vin-int, (B)(6) 2025 08:55:51 b-04 arts 70 <80 generated at 08:55:50. 8366 (B)(6) 2025 08:55:51 b-04 all alarms continue 8366 (B)(6) 2025 08:55:22 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int, (B)(6) 2025 08:55:16 the technical alarm tone has sounded. Pic ix: pmz-vin-int, (B)(6) 2025 08:54:48 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int, (B)(6) 2025 08:54:11 the tone for the yellow alert sounds. Pic ix: pmz-vin-int, (B)(6) 2025 08:53:48 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int, (B)(6) 2025 08:53:48 b-04 sector: arts 70 <80 finished. Pic ix: pmz-vin-int, (B)(6) 2025 08:53:48 b-04 pause: all alarms 8366. The customer expected a red ibp alarm. Per the pse, the bedside configuration was not available (i.e., no evidence that extreme (ibp) alarms are activated at all, and if so, what the relevant alarm limits are). Per factory default, extreme (ibp) alarms are deactivated. Based on the information received, the reported issue could not be replicated, and evidence shows that alarms were being paused. It is not known if the extreme ibp alarms were activated, so it remains unclear whether a malfunction occurred at the time of the event. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Data was provided by a philips field service engineer (fse) for review by a philips product support engineer (pse). The patient information center ix (pic ix) central station audit log was reviewed by the pse. Per the pic ix audit log, the bedside device alarmed properly on invasive blood pressure (ibp) (**art low) at the time of the reported event. There seemed to be a tendency to pause all alarms instead of acknowledging the active alarm. Pausing means no alarms at all for a 2 minute period. 19.12.2025 09:03:27 b-04 pause: all alarms 8366 19.12.2025 09:03:27 b-04 **arts 64 <80 finished. 8366 19.12.2025 09:02:44 the tone for the yellow alert sounds. Pic ix: pmz-vin-int 19.12.2025 09:02:41 red alert siren sounds. Pic ix: pmz-vin-int 19.12.2025 09:02:36 the tone for the yellow alert sounds. Pic ix: pmz-vin-int 19.12.2025 09:02:34 red alert siren sounds. Pic ix: pmz-vin-int 19.12.2025 09:02:28 the tone for the yellow alert sounds. Pic ix: pmz-vin-int 19.12.2025 09:02:28 b-04 sector: **arts 64 <80 generated at 09:02:27. Pic ix: pmz-vin-int 19.12.2025 09:02:27 b-04 **arts 64 <80 generated at 09:02:27. 8366 19.12.2025 09:02:27 b-04 all alarms fortsetzen 8366 19.12.2025 09:00:53 the technical alarm tone has sounded. Pic ix: pmz-vin-int 19.12.2025 09:00:52 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int 19.12.2025 09:00:49 the tone for the yellow alert sounds. Pic ix: pmz-vin-int 19.12.2025 09:00:30 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int 19.12.2025 09:00:25 the technical alarm tone has sounded. Pic ix: pmz-vin-int 19.12.2025 09:00:25 b-04 sector: **arts 66 <80 finished. Pic ix: pmz-vin-int 19.12.2025 09:00:24 b-04 **arts 66 <80 finished. 8366 19.12.2025 09:00:24 b-04 pause: all alarms 8366 19.12.2025 09:00:16 the tone for the yellow alert sounds. Pic ix: pmz-vin-int 19.12.2025 09:00:16 b-04 sector: **arts 66 <80 generated at 09:00:16. Pic ix: pmz-vin-int 19.12.2025 09:00:16 b-04 all alarms continue 8366 19.12.2025 09:00:16 b-04 **arts 66 <80 generated at 09:00:16. 8366 19.12.2025 08:59:55 the technical alarm tone has sounded. Pic ix: pmz-vin-int 19.12.2025 08:58:14 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int 19.12.2025 08:58:14 b-04 sector: **arts 70 <80 finished. Pic ix: pmz-vin-int 19.12.2025 08:58:13 b-04 pause: all alarms 8366 19.12.2025 08:58:13 b-04 **arts 70 <80 finished. 8366 19.12.2025 08:55:51 the tone for the yellow alert sounds. Pic ix: pmz-vin-int 19.12.2025 08:55:51 b-04 sector: **arts 70 <80 generated at 08:55:50. Pic ix: pmz-vin-int 19.12.2025 08:55:51 b-04 **arts 70 <80 generated at 08:55:50. 8366 19.12.2025 08:55:51 b-04 all alarms continue 8366 19.12.2025 08:55:22 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int 19.12.2025 08:55:16 the technical alarm tone has sounded. Pic ix: pmz-vin-int 19.12.2025 08:54:48 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int 19.12.2025 08:54:11 the tone for the yellow alert sounds. Pic ix: pmz-vin-int 19.12.2025 08:53:48 audio for physiological or technical alarms has ended. Pic ix: pmz-vin-int 19.12.2025 08:53:48 b-04 sector: **arts 70 <80 finished. Pic ix: pmz-vin-int 19.12.2025 08:53:48 b-04 pause: all alarms 8366 the customer expected a red ibp alarm. The bedside configuration was not available (i.e., no evidence that extreme (ibp) alarms are activated at all, and if so, what the relevant alarm limits are). Per factory default, extreme (ibp) alarms are deactivated. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was related to alarms being paused. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Additional information received indicating there was a delay in treatment and the patient needed to be resuscitated. B1.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that no red alarm appears during arterial blood pressure measurement. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.